Manufacturer narrative:
The insulin pump had severely scratched display window and cracked reservoir tube lip. No crack/damage on lcd glass noted.

Event description:
The customer reported via phone call the insulin pump had physical damage on the screen. The  customer cannot read the screen. Cat was playing with the insulin pump. Customer did not recall blood glucose at the time of incident. Troubleshoot was not performed. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump had severely scratched display window and cracked reservoir tube lip. No crack/damage on lcd glass noted.